Event description:
Pt was lifted several inches off the bed with the use of the blue (barrier free lift) repositioning sling. The sling began to tear on both sides. The pt was safely lowered back to the bed. There were no injuries.